Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the loading unit was loaded onto the handle however when the scrub nurse went to test it, the jaw would not close. She then tried to unload the reload and it was stuck on the handle (or jammed) it eventually came off but it was clearly seen that the reload was damaged and the load button on the handle was damaged. A new handle and reload were opened. There was no patient injury.